Event description:
It was reported that the foley catheter from the kit had a hole and failed to inflate once inserted into the patient. Per investigator's notification received on (B)(6) 2024, it was reported that asymmetrical balloon found during sample evaluation.

Manufacturer narrative:
The reported event was not confirmed. Received 20 unopened foley catheter tray. A total of 13 samples were opened and tested. All units were visually inspected, and no physical defects were present. Each catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and its returned syringe. All units were inflated properly and rested with no leaks. One unit, sample 11 was found with asymmetric balloon (100:0). The returned syringes were connected, and the 13 units were able to deflate in under 3 minutes with no issues or cuffing: sample 1: 1 minutes and 26 seconds sample 2: 1 minute and 42 seconds sample 3: 1 minute and 37 seconds sample 4: 2 minutes and 12 seconds sample 5: 1 minute and 35 seconds sample 6: 1 minute and 39 seconds sample 7: 1 minute and 3 seconds sample 8: 1 minute and 31 seconds sample 9: 1 minute and 36 seconds sample 10: 1 minute and 33 seconds sample 11: 1 minute and 15 seconds sample 12: 1 minute and 35 seconds sample 13: 1 minute and 37 seconds no root cause could be found because the reported event was unconfirmed. A device history review was not required since the reported event was not confirmed. A labelling review was not required since the reported event was not confirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter from the kit had a hole and failed to inflate once inserted into the patient.